Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy due to lead noise and low, out of range high voltage lead impedance. In addition, the lead exhibited externalized conductors from lead to can abrasion. The lead was capped and replaced. The patient was stable post procedure and will be followed up normally.

Event description:
Additional information received indicated that the patient fell down after receiving an inappropriate shock therapy.